Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for low blood glucose. The customer¿s blood glucose was 48 mg/dl at the time of the incident. Patient's current bg: 121 mg/dl. Patient has treated with food. The customer stated that she had a low when she was using her insulin pump this past weekend and states the insulin pump gave her too much insulin but thinks it was as a result of something she did and not her insulin pump. Customer declined to troubleshoot for low blood glucose stating it may have been something she did and stated that she will call back if issue occurs again. The pump will not be returned for analysis.